Manufacturer narrative:
Evaluation, results: root cause is undetermined; no results available since no evaluation performed- device or procedural images not provided for review. Conclusion: unable to confirm complaint - device or procedural images not provided for review; root cause is undetermined. (B)(4).

Event description:
The physician was using a pacific xtreme pta balloon catheter and noticed that the balloon was slow to deflate and not complete. Device was inspected prior to use with no issues noted. It was confirmed that during removal some deflation occurred as the device was withdrawn through the sheath. No patient complications reported.